Manufacturer narrative:
The prescribing obgyn ran cultures to test for yeast and bacteria and the test results were all negative. The patient reported that she was still vomiting at this appointment. During the investigation when speaking with the patient's obgyn and a physician advisor to the manufacturer, each of the medical professionals could not confirm that the event was caused by yonifit; however, the device was being used prior to the event occurrence. Therefore, we are reporting in compliance with the MDR requirements. This is the first and only report to date received wherein the patient experienced a uti and/or kidney infection.

Event description:
After flying on friday, (B)(6), the patient stated that she experienced flu-like symptoms. Patient stated she removed the device and did not reinsert. The patient reported experiencing low-grade fever and vomiting and on monday on (B)(6), the patient reported that she saw her primary care physician. Patient reports the physician diagnosed her with uti and kidney infection. Patient reported she was treated with antibiotics.